Event description:
It was reported through remote transmission that rv lead noise was observed. The patient was asymptomatic. No changes were made since the noise was unable to be reproduced in clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.